Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 498 mg/dl and "result in the 80's mg/dl". No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.